Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine follow-up it was noted that this system was not sensing as expected and high out of range pacing impedances measurements were observed. The physician was unable to conclude the product of root cause and thus elected to explant and replace both this device as well as the associated lead. Both were returned for laboratory analysis. No adverse patient effects were reported either prior too, nor during the replacement procedure.